Event description:
Consumer originally stated the bristle(s) are coming off and you can't put them back in. Upon further information gathered, the consumer stated she started to use it and then the brush fell out, on 2 or 3 of them. The whole little brush that you stick in between. Consumer threw out the brushes.